Event description:
It was reported that prior to starting a da vinci s surgical procedure the site lost the image in the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc). With the assistance of an isi technical support engineer (tse), the surgeon inspected the camera cable and found that the camera cable's insulation sheath was damaged. The surgeon indicated to the tse that he was able to move the sheath. The site attempted to replace the sheath on to the connector, and restarted the camera control unit (ccu); however, the issue persisted. The patient was under anesthesia and one port incision had been created when the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering determined that the customer reported problem was associated with the camera cable. Inspection of the camera cable by the fse found no visible damage to the camera cable; however, during functional testing of the camera cable, vision was lost in one eye when the cable was touched. The fse concluded that the camera cable malfunction was related to normal wear and tear. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.